Manufacturer narrative:
Motor error alarmed during the basic occlusion test due to loose drive support disk. The pump was unable to confirm prime anomaly due to motor error alarm. All buttons functioned properly. No keypad anomaly was noted. The pump was received with broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a prime anomaly from the insulin pump. The customer's blood glucose reading was 151 mg/dl. The customer stated that he was unable to hold down the act button to fill the tubing. The customer stated that he was unable to exit the preparing to prime loop. The customer stated that he did not receive the second series of beeps nor did numbers appear on the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.